Event description:
It was reported by service report that the head end lift motor was not working all of the time. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Investigation is ongoing.